Event description:
Mother initially told respiratory manager that when she went in, the child was not breathing and the monitor had not gone off. Later when the mother spoke with respiratory manager she changed her story, stating that she heard the child gasp, went to investigate immediately and found the child not breathing, monitor had not gone off yet. Respiratory therapist believes the 15 second interval for apnea had not been reached by the time the mother got to the baby. Sending "mmu", which recorded the incident, to be downloaded.